Event description:
The doctor was inserting a guidewire through the needle/introducer when the tip of the guidewire was caught on the beveled edge of the introduction needle. When the guidewire was removed, the guidewire unraveled.